Event description:
An infection was reported and the ICD was explanted. The patient died 20 days later. A hospital report notes the admitting diagnosis was 'altered mental status, acute renal failure and sepsis. Secondary diagnosis included end-stage chf, hepatic encephalopathy, multiple myeloma, sepsis secondary to ICD explant, and copd. The patient had stage IV chf, and had recently been discharged after having hypoxia and chf exacerbation. He was readmitted for sepsis and found to have acute renal failure. The ICD was removed due to infection, and treatment for staph infection was initiated. His cardiac output was tenuous and blood pressure was low. End of life care was discussed, and the family chose a dnr status. His condition continued to worsen, and he subsequently died due to his multiple comorbidities.